Event description:
It was reported that suspected hv circuit damage was observed. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received review of stored egms showed aborted charge due to possible output damage. Analysis of device found normal function. The cause of the anomaly remains undetermined.